Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v005912, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3550-29, lot# n185083, implanted: (B)(6) 2009, product type: accessory. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that the patient needed stimulation adjustment because she had too much pain on the right side when walking, she needed stimulation in the right hip. It was noted that stimulation had changed over the summer for the patient. The patient¿s doctor had left, but she would go to the office to request assistance. Additional information received reported the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative. There was an appointment on (B)(6) 2013. Follow up information reported that the patient was sent for an x-ray to see if the lead had moved but the reporter had not heard back of the result. Additional information received reported that the patient had seen the manufacturer representative three to four times and the neurosurgeon. The patient stated ¿there¿s one lead that¿s off.¿ the patient stated that when they recharged fully the sensation ¿goes above [the patient¿s] waist and did not go below on the back so [the patient] did not charge it fully.¿ the patient stated the event or symptoms started after they fell of a bike in the fall. The patient stated that they started to get pain on their right side. The patient stated that they had seen the manufacturer representative who told the healthcare professional (hcp) that ¿something was off.¿ the patient stated the hcp took x-rays and said nothing was wrong with it. The patient stated they asked the hcp to remove or revise it. The patient further stated that they did not want the implantable neurostimulator (ins) removed because it helped. The patient was asked when the manufacturer representative became aware of the situation and the patient responded that they had met with the manufacturer representative two times at the hospital for reprogramming. The patient further stated that the hcp did not give them anything for pain and then noted they were given lyrica. The patient stated that the hcp had to do ¿some research¿ about ¿upping¿ the lyrica but had not heard anything. The patient noted that they had a hard time ¿getting the bars.¿ then the patient stated ¿this charger is not helping.¿ (B)(4).